Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak on the floor during a bolus of midazolam. The nurse noted a "crack approximately 1/3 from the end of tubing". When the nurse examined the tubing in addition to a crack in the tubing, a crack was noted at the distal end of the roller clamp. There was no report of patient harm. It was reported that there was no clamps used on the tubing prior to the event. The event occurred in the acute care unit.

Manufacturer narrative:
The customer¿s report of cracked tubing and a broken roller clamp was confirmed. Visual inspection showed that the roller clamp was cracked in half at the small plastic bridge at the base of the clamp. Functional testing resulted in a fluid leak during gravity infusion. Examination of the leak site under magnification revealed a small, v-shaped cut/tear in the tubing, approximately 3 feet below the lower fitment. The root cause of the damage was not determined.